Event description:
It was reported that during a low anterior resection, after firing the device the staples were jammed in the shaft. The staples could not be fed. Hand sewing was used to complete the procedure and there was add'l o.r. Time involved. No pt consequences were reported and 1 device is being returned.